Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two tests performed on (B)(6) 2024. This MFR. Report addresses test two (2) of two (2). Additional testing was performed twice using quidel tests and both of them generated positive results. The consumer stated the patient was symptomatic (fever and cough). The consumer also confirmed that she went to her doctor and was diagnosed with positive of covid-19. She was advised for self-isolation and some medications that were not mentioned. The consumer stated that she has rheumatoid arthritis and is taking tyrvaya (varenicline solution) for her dry eye disease. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two tests performed on (B)(6) 2024. This MFR. Report addresses test two (2) of two (2). Additional testing was performed twice using quidel tests and both of them generated positive results. The consumer stated the patient was symptomatic (fever and cough). The consumer also confirmed that she went to her doctor and was diagnosed with positive of covid-19. She was advised for self-isolation and some medications that were not mentioned. The consumer stated that she has rheumatoid arthritis and is taking tyrvaya (varenicline solution) for her dry eye disease. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 228715a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 228715a, test base part number 195-430wl / lot 224823. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 228715a showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.